Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The target lesion was located in the iliac artery. An unknown sheath was introduced and a non-bsc stent implanted. The sterling balloon was introduced and inflated below rated burst pressure. When the physician withdrew the balloon through the sheath, the balloon ruptured. The physician thought that the balloon might have caught on the stent. The balloon was removed successfully to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).